Manufacturer narrative:
The reported events of high pacing thresholds and increasing pacing impedance likely due to scar tissue were confirmed. As received, a complete lead was returned in three pieces. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance and failure to capture as indicated on the device session record. Lead impedance test could not be performed due to as received procedural damage to the lead. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for removal of the right ventricular lead due to high pacing thresholds and increased pacing impedance likely due to scar tissue. The lead was explanted. The patient tolerated the procedure well and was in stable condition.